Event description:
A customer reported that the pump screen went blank unexpectedly, and the led was not blinking, indicating a problem with the device. They also noted that the pump battery would not charge, despite various troubleshooting efforts such as using different outlets and charging cables. There was no adverse impact on the customer's blood glucose level. As a corrective action, technical support decided to replace the pump, and the customer confirmed they would use a backup therapy to ensure insulin delivery was not interrupted. The customer was guided on how to put the pump into storage mode and instructed on returning the problematic pump to tandem with a prepaid label.

Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact on the customer's blood glucose level. As a corrective action, technical support decided to replace the pump, and the customer confirmed they would use a backup therapy to ensure insulin delivery was not interrupted. The customer was guided on how to put the pump into storage mode and instructed on returning the problematic pump to tandem with a prepaid label.

Manufacturer narrative:
Updated b5 and MDR code.